Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the table generator interface and a power supply, repaired a connector, cleaned and regreased the high voltage candlestick connectors, and determined the x-ray tube needed to be replaced. Waiting on the customer to approve replacement of the x-ray tube. No further repair info is available.